Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other text : will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 414 mg/dl, 160 mg/dl, 142 mg/dl, 241 mg/dl, 136 mg/dl, and 126 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, strips have been consumed. Replacement was sent.